Event description:
A health care professional reported a home pt received a system error 2240 alarm in drain 4/4/during treatment using homechoice device. The health care professional noted the pts transfer set became disconnected from the pt line while the pt was sleeping. The health care professional stated " I guess the home pt did not make it ( the connection) tight enough." The home pt discontinued treatment at the time of the alarm, ending therapy early. No pt injury associated with this incident per the health care professional and no samples are available.